Manufacturer narrative:
(D10) concomitant devices: 300-62-03 - stemless hum comp integrip, cage, sz 3: 5990300. 310-61-50 - stemless hum head 50mm x 19mm x beta: 5855212. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced unexplained pain. New onset shoulder pain, started 1 year ago, worsened over last 3 months. X-ray shows mild stress shielding on humeral side. Most likely rotator cuff tear. As a result, approximately 6 years after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.